Event description:
The customer reported imprecise creatinine 2 results generated by the alinity c processing module for a 76-year-old male patient. The following data were provided: reference range: 0.6 to 1.2 mg/dl sid (B)(6): (B)(6) 2026 creatinine 2 results = 0.4 mg/dl, 1.2 mg/dl. Sid (B)(6): (B)(6) 2026 creatinine 2 initial result = 4.7 mg/dl, repeat result = 5.8 mg/dl. Sid (B)(6): (B)(6) 2026 creatinine 2 result = 0.1 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field.